Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caretaker discovered a fluid leak on the inside of the cassette door of the cycler after ending their pd treatment. The patient¿s caretaker reported receiving a draining slow message and two air detected in cassette alarms during drain 5 of 5 of pd treatment. Fluid was discovered leaking from cassette door. Fluid was in the pump module area and on the external part of the cassette. The patient was advised to cancel the treatment and to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient¿s caretaker stated that alternate manual treatments were carried out until the arrival of the new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received with original package, identified with product number 050-87216 and lot number 21pr08164. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, finishing problem due to a sharp point created or cassette damaged mechanically, or shipping or transportation damages the product. A DHR review was performed for the involved lot of the product and there were no non-conformance's or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caretaker discovered a fluid leak on the inside of the cassette door of the cycler after ending their pd treatment. The patient¿s caretaker reported receiving a draining slow message and two air detected in cassette alarms during drain 5 of 5 of pd treatment. Fluid was discovered leaking from cassette door. Fluid was in the pump module area and on the external part of the cassette. The patient was advised to cancel the treatment and to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient¿s caretaker stated that alternate manual treatments were carried out until the arrival of the new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler is available for return for physical evaluation by the manufacturer.